Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d)'s left ventricular (lv) port was unable to allow full insertion of the lead. The physician tried multiple times but was unable to properly connect the lead. A new crt-d was used to finish the implant procedure. This crt-d was never implanted and there were no adverse patient effects reported.